Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, lot number: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving an error when trying to pull images, with both a wired and wireless connection. For the wired connection, all electronic picture archiving and communication systems (pacs) ping connections were green and images could be selected. However, when trying to download images, the system displayed "exam transfer failed, check application entity (ae) title". For the wireless connection, everything was green for the digital intercommunication of medicine (dicom) functionality test and images could be selected, but when trying to download images, the system would display a "c-move" error. The probable cause was incorrect pacs permissions. It was noted that pacs was able to resolve the issue on their end and the system was able to communicate with pacs. There was no patient involvement.